Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a kendall monoject syringe. The customer stated that a nurse inadvertently rec'd a contaminated needle stick because the hub did not firmly adhere to the needle.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.